Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.